Event description:
The customer reported that the EKG did not show the onset of a stroke in a pt. There is no confirmation that the pt had a stroke or any serious injury occurred.

Manufacturer narrative:
(B)(4). The customer reported that the EKG did not show the onset of a stroke in a pt. There is no confirmation that the pt had a stroke or any serious injury occurred. A philips customer service clinician (csc) made four (4) attempts to gather more info from the customer with no response. Since no further info can be obtained prior to the need to make a reporting decision. According to the philips development engineer (de), the customer may have though that the philips program should mention something about potential cva (cerebrovascular accident) because the t-waves in leads v2, v3, v4 are deeply inverted. Dxl does not make this interpretation. Please note, deeply inverted t-waves are not a certain indication of cva, but cva is one of the possibilities along with occluded proximal left anterior descending coronary artery. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.